Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation. (B)(4).

Event description:
The hospital biomed reported that over the weekend the device failed to shift check test. A red x, shock equipment malfunction inop and device error service required messages were noted as well as a status log message: charge shock therapy pca runtime error. No patient involvement was reported.

Manufacturer narrative:
(B)(6).